Event description:
It was reported that an artificial urinary sphincter (aus) pressure regulating balloon (prb) was explanted due to fluid loss caused by a hole in the prb, and recurring incontinence. When the physician tried to troubleshoot the device, and found that the device would not cycle and the cuff was not coapting. The location of the fluid loss was found by the physician injecting saline fluid into the device. A hole was in the middle of the prb was discovered. The patient outcome is that he is fully recovered.